Event description:
During preventive maintenance, it was discovered that the roller pump was not working on ac power. It would only work on battery power. The power transformer was replaced and then the pump began working fine. There were no adverse consequences reported to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.